Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited pacemaker mediated tachycardia (pmt) and far-field r-wave oversensing of right ventricular (rv) signals on the right atrial (ra) channel. Technical services (ts) was contacted, and ts discussed programming options. The ICD system remains in service. No additional adverse patient effects were reported.